Event description:
It was reported that a user experienced hyperglycemia while using the ilet with subcutaneous insulin via pen, with blood glucose increasing from 460 mg/dl to 501 mg/dl; the user planned to self-dose and reconnect after three hours and reported feeling well but wanted glucose reduced. Symptoms included elevated blood glucose without reported systemic illness or acute distress. Outcomes included no hospitalization, no emergency treatment, and self-management of glucose. Investigation included a review of device-related factors and user-reported troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. It was concluded that the event was user-reported hyperglycemia with undetermined cause and no device problem confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.